Event description:
It was reported that the 9800 system locked up during a procedure. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, pcb board, high voltage supply regulator, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.